Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a burning smell was observed during the use of a homechoice device. The home patient (hp) was not connected at the time of the event. The use of continuous ambulatory peritoneal dialysis was discussed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.